Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The product code is unknown; therefore, the brand name, catalog number, and 510(k) are unknown. The lot number is unknown; therefore, the exp date is unknown. UDI is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that a patient's tendon in their wrist got burned during thermocoagulation with a vapr electrode device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any medical intervention performed on the patient at the time of the injury. It was not reported if there was prolonged hospitalization. The current patient's status was unknown. The exact date of the event was unknown but was noted to have occurred about 1 1/2 years ago. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.